Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0735 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported triple PICC insertion hindered by no PICC ECG tracing on screen while performing an exchange over wire from a midline to a PICC. Patient's ECG line (white) on top was seen well with a good p wave. The PICC ECG (yellow) appears at first with first pass at placing PICC and then the line went off the screen. This has happened occasionally in the past, so to trouble shoot, we removed inner wire 3/4 of the way out and reset the screen. Again, the PICC ECG appeared briefly then went off the screen. We attempted to reset one or two more times with no PICC ECG showing up at all so PICC was removed and introducer capped. PICC then examined. Inner wire completely removed and found the end, approx. 2" to be gone with a little of the wire being frayed at the end. Called interventional radiology resource md. He ordered chest x-ray and left arm x-ray. This was done and he examined the x-rays. He found the wire to be in the pulmonary artery, measuring 4.87 cm. He stated it was ok to continue with PICC placement (new ECG wire set up obtained from a different kit) and that the wire would just become part of the inner epithelial lining of the artery wall within a week or two, similar to staples when they are left in the body. PICC placed successfully with new ECG wire with confirmation of tip done with ECG reading.